Event description:
Autoquant "reversibility map" calculation does not utilize conventional algorithm and thereby creates possibility for misinterpretation of data and possible misdiagnosis, e.g., autoquant results are incorrect for the bullseye compared to the diagnosis. A similar complaint was previously investigated.